Manufacturer narrative:
Conclusion: the observed kinks in the introducer sheath are likely a primary contributing factor leading to the "stuck" dcs. However, it is unknown when the kinks occurred.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the expandable sheath remained attached to the distal end of the delivery catheter system (dcs). Several kinks were observed along the sheath. The sheath appeared stuck and resulted with removal difficulty. A hemostasis ¿y¿ connector remained attached to the guidewire lumen flush port. The handle, micro knob (thumb wheel) and macro (cursor) appeared intact. There was difficulty retracting the capsule due to the sheath. The macro cursor could not actuate due to the sheath. The capsule and plunger could not be observed due to the sheath.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) could not be removed from the non-medtronic introducer sheath. The dcs and sheath were removed at the same time. A femoral dissection was revealed after the dcs and sheath were removed at the same time and a femoral angioplasty was performed. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.